Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the mobile application used for magnetic resonance imaging (MRI) accessibility was inadvertently selected to program the icm instead of the intended diagnostic mobile programmer application.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was noted that the icm patient had a cardioversion procedure around the time that the reset had occurred. It was further noted that the remote monitoring network report current counters had question marks. Advised to bring the patient into the office for reprogramming and the icm should function as expected after the reprogramming is completed. It was additionally noted that the icm was unable to be programmed due to the use of the incorrect application and advice was provided for the patient to be seen in the clinic to resolve the issue. The icm remains in use. No patient complications have been reported as a result of this event.